Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 568 mg/dl at the time of incident. Customer also reported that the insulin pump had insulin flow blocked alarm and cannula was bent. Customer was advised to reconnect tubing at quick release and prime a 5 unit¿s fixed prime/fill cannula and insulin was exited. The insulin pump will not be returned for analysis.